Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 17845-5c-aw rev a 10/17 checking your blood glucose 4 / page 36 warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Clinic in (B)(6) reported that (B)(6) boy went to the hospital with blood glucose (bg) reading at 20.1 mmol/l (362 mg/dl) and at the hospital they treated him with manual injection of long-acting and rapid acting insulin (levimir and novarapid). They educated him in using pens and watched over him. He was released from the hospital once his bg levels regulated. The patient had tried to correct his bg at home by administering 2 units of insulin while he ate 34 grams of carbohydrates, which resulted in his bg rising to 15.5 mmol/l (279 mg/dl). He gave himself another bolus of 7 and 10 units of insulin before going to the hospital.